Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the right head brake would not hold when set due to a worn pressure plate. The technician replaced the right head brake caster to resolve the issue. Based on this information, no further action is required.